Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned for further review. Visual examination found that the returned tasp lot 63268716 post feature has fractured off and fractured on the medial side of post all pcs returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The information provided on this form was previously submitted under manufacturing report number :0001822565-2016-03615.

Event description:
It is reported that the product was discovered fractured during pre operative planning. No adverse events were reported as a result of the malfunction.